Event description:
The customer reported erroneous high platelet test results were obtained for three patient samples on the same day when using the coulter act 5diff cap pierce (cp). All background counts and quality control passed within specifications. Erroneous results were not reported out of the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and confirmed the erratic high platelet results. He replaced the rbc (red blood cell) aperture and o-rings; however this did not resolve the issue. On (B)(4) 2013, the fse returned to replace the sample probe resolving the reported issue and verified the instrument ensuring there were no further problems. The fse also replaced the rinse block o-rings and aligned the traverse assembly as preventative maintenance. Identification of failure mode: failure mode is related to the sample probe which needed to be replaced. The failure mode identified is likely to impact all parameters as the sample probe is the aspiration pathway for sample analysis. Product labeling: beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on the laboratory's patient population. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms.